Event description:
It was reported to philips that the device has a damaged battery. There was no patient involvement.

Manufacturer narrative:
The third-party service provider evaluated the device on site. It was determined that this was a malfunction of the battery, which was replaced, and the device was returned to full functionality. Also, the monitor was cleaned, and the software updated. The device remains at the customer site and no further evaluation is warranted at this time.